Manufacturer narrative:
Investigation summary: bd received 1 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for cocked stopper with the incident lot was not observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device stopper was loose and fell off. This event occurred twice. The following information was provided by the initial reporter. The customer stated: when using the edta, it found that the stopper were loosen and fell off.